Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2022, the patient had a pump off event. The log files showed multiple low speed operation, low flows, and pump off alarms while the patient was connected to their power module power at home. It was noted that the patient was asymptomatic at the time of the pump stops. They were hospitalized and put on battery power. It was likely the event was caused by driveline damage. It was decided that the patient would undergo a pump exchange operation. The patient was scheduled for a heartmate ii to heartmate 3 exchange on (B)(6) 2022.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed internal wire fatigue. The pump was returned assembled with the driveline cut approximately 1.0¿ from the pump housing. A severed portion of driveline measuring approximately 36.0¿ was also returned. The sealed inflow conduit and sealed outflow graft were returned and the sealed outflow graft was secured to its respective pump port. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. After the bionate and metal-braided shielding were removed from the returned portions of driveline, visual inspection of the underlying wires revealed breaches in the insulation of the green and black wires approximately 0.5¿ from the pump housing. The driveline was then submerged in a saline bath for hipot testing to check for additional current leakage through each wire's insulation, and no further breaches were identified. The conductors of the green and black wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the green and black wires would have interrupted function as a result of the exposed conductors of either of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to shield would have caused the low speed and pump stop events observed in the submitted log file data. The disruptions in the wires would have affected wire phases 1 and 2 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on 26aug2022 the device malfunction occurred. On (B)(6) 2022 the patient was readmitted and on (B)(6) 2022 the patient underwent a heartmate ii to heartmate 3 pump exchange.